Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support using the single access technique. The physician noted that there was a lot of interaction when advancing the guide and the sheath got bunched up. The device was successfully placed. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation has been completed. No product was returned and data logs are not applicable. It was reported that resistance was met when advancing guide catheter through companion sheath. The physician also felt a lot of interaction with impella pump when advancing the guide catheter. The root cause of the reported issue was most likely interaction with other device since the clinical details state the guide catheter and companion sheath getting bunched up and interacting with the impella. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-27149 as it is unknown if the initial reporter also sent the report to the food and drug administration.